Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate. Customer realized the sensor cannula was missing. Customer was advised that a bent cannula may be the cause for the sensor signal not responding and also being lost. Customer did insert a new sensor the next morning and it worked fine. Customer was advised that the device would be replaced and agreed to return the product for analysis.